Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status for the faradrive sheath, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced skin tore in z plans. It was reported that a faradrive sheath was selected for use during a pulsed field ablation procedure to treat a persistent atrial fibrillation. The procedure was completed under general anesthesia. During the procedure, ablation with a farawave catheter was successful, however, after the catheter was removed and the sutures were placed, the patient began to develop a hematoma in the right groin. Pressure was held by the ep lab staff. After a short period of time, there was spontaneous dehiscence of the right groin, lateral of the access sheath sites. Post-ablation procedure, all sheaths were removed, and the hemostasis was achieved and while watching the groin, it appeared there was some swelling starting to form in the right groin. Patient demonstrated a significant amount of bleeding with dissection extending further down into fascial layer. Hemostasis was achieved with manual pressure and vascular and plastic surgeons were contacted. The main femoral area appeared to be stable and remained unaffected. According to the op-note, the patient underwent a right groin exploration, excisional debridement of sq tissue, repair of partial transection of common femoral artery and wound vac placement. Four units of red blood cells were transfused. The physician did not believe that this event was related to the farapulse system but was due to the clinical background of the patient, including prior bariatric surgery, massive weight loss, glp-1 injections, and very thin skin. The skin tears occurred due to pressure applied to the skin and where it was affixed with tape and drapes. The patient was stable following this event and was discharged from the hospital five days post procedure. The catheter will not be returned for analysis.